Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) discussed troubleshooting options. Additional information was requested from the field. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) discussed troubleshooting options. Additional information was requested from the field. This crt-d remains in service. No adverse patient effects were reported. Additional information was requested from the field regarding the resolution of this event. No further information was available at this time. This investigation will be updated should further information become available in the future.